Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak when introduced to a patient. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. The failure mode tear in cuff was confirmed in the received sample. An inflation test and deflation test were performed for all products. The operator inspects all products for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.